Event description:
It was reported that a power source alert occurred when the customer was using the tandem charging cable and wall adapter. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue was resolved as the pump began charging after being plugged into a wall adapter, and no further assistance was required.